Event description:
It was reported that as of a couple of weeks ago, the patient was starting to have urinary symptoms again, and the patient could not get to the toilet a couple of times. The patient had increased and decreased stimulation. It was noted that the patient had a bladder infection and a yeast infection last week. The patient was directed to contact her physician. Additional information received reported that the patient had no concerns regarding her device or therapy.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va02fc9, implanted: (B)(6) 2012, product type: lead. (B)(4).